Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation. Date of the incident was not provided. .

Event description:
A customer reported that a, "patient disconnect" alarm and "proximal pressure line disconnect" alarm were sounding, a patient was not provided breathing support. Please check alarm logs and test if there is any malfunction about sensors or other parts. A female patient being ventilated on a v60 and had the mode changed from continuous positive airway pressure (CPAP) to spontaneous/timed (st) when the ¿patient disconnect" and the ¿proximal pressure line disconnect" alarms were sounding. However, the same alarms were heard. The patient was able to maintain their spo2 with spontaneous breathing alone, no medical intervention was required. This was assessed as a serious injury due to the change in ventilation mode, however it appears this might have been problem solving for the alarm and not a required medical intervention. No patient harm was reported.

Manufacturer narrative:
The field service engineer checked the unit for the reported phenomenon, however no abnormality was found. The unit went through periodic maintenance where the following parts were replaced as regulated by periodic maintenance procedure to prevent failure: blower assy., lithium-ion battery, cooling fan, oxygen inlet filter, tubing kit, air inlet filter and cooling fan filter. Performed each alarm test, each mode test, o2 test, flow line cleaning, ground terminal cleaning, each part check, run in tests, loss of power test. The unit was checked overall and run in tests then confirmed it worked properly. Software version was upgraded from 2.10 to 2.30. The unit remains with the customer and is ready for clinical use.